Manufacturer narrative:
(B)(4). Event evaluation: a functional test, and a review of the complaint history, drawing, manufacturing instructions and quality control was conducted during the investigation. The complaint devices were returned, and functional testing confirmed the complaint of leakage through the check-flo valve on two of the three devices. The leakage occurred through the cap of the check-flo assembly. One of the three devices did not appear to leak. There are controls in place to prevent the check-flo valves from leaking. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
According to the initial reporter, the devices had leaky valves during a av fistula declot procedures. No additional information regarding event nor patient outcome was provided.

Manufacturer narrative:
(B)(4). No known impact or consequence to the patient. The event is currently under investigation.

Event description:
According to the initial reporter, the devices had leaky valves during a av fistula declot procedures.